Manufacturer narrative:
Additional information received from the facility indicated the surgeon noticed after investigation that the reported event was related to the surgical technique and that the system and consumables were no longer suspected by the customer of causing the reported event.¿ the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that three (3) patients experienced a capsular rupture during a procedure. This file is for patient number one (1). Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. It was determined that the viscous fluid control (vfc) was functioning as intended. The system was tested and found to meet product specifications. The system was manufactured on june 25, 2011. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the surgeon noted it was a manipulation problem of the device and not a system issue. This will not change the final investigation that was already sent in.